Event description:
Boston scientific corporation became aware that during a left middle cerebral artery procedure, the subject device did not advance. It was loaded and then released itself, lunging forward. The physician believes that they were fortunate that the tip of the subject device did not perforate the aneurysm.